Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced overinfusion. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 21026110. Potassium chloride ivp infused too quickly (39 min or less instead of 1 hour). Programmed rate: 100 ml/h. What was the date and time of event? (B)(6) 2021 0544-0623. Did this event occur during patient use? Yes. Medication involved: primary: ½ ns w/ 20 meq of kcl, secondary: potassium chloride 20 meq was there any harm to the patient? No harm detected.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 6/7/2021. H.6. Investigation: one sample (model #2420-0007) was returned by the san diego investigation team. The customer reported that potassium chloride ivp infused too quickly (39 min or less instead of 1 hour), programmed rate: 100 ml/h. It was reported by the san diego investigation team that during the investigation of device file, it was noted that there was a check valve failure (backflow observed during testing). A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm back flow. The sample passed the weld integrity and component dimension characteristics inspection. Disc pinch impressions were present and the diaphragm was centered. Particulate matter was found on the diaphragm. The particulate matter was identified to be calcium carbonate, which is not used in the design of the check valve. The particulate matter could have potentially contributed to the back flow, however, the supplier could not determine a true root cause. We will continue to track this issue and watch for any emerging trends. A device history record review for model 2420-0007 lot number 21026110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #21026110 regarding item #2420-0007. A one year review for model # 2420-0007 and failure mode flow issues ¿ accuracy ¿ overinfusion showed a total of 10 complaints.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced overinfusion. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 21026110 potassium chloride ivp infused too quickly (39 min or less instead of 1 hour). Programmed rate: 100 ml/h. What was the date and time of event? (B)(6) 2021, 0544-0623 did this event occur during patient use? Yes medication involved: primary: ½ ns w/ 20 meq of kcl, secondary: potassium chloride 20 meq was there any harm to the patient? No harm detected.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced overinfusion. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 21026110. Potassium chloride ivp infused too quickly (39 min or less instead of 1 hour). Programmed rate: 100 ml/h. What was the date and time of event? 4/20/2021 0544-0623. Did this event occur during patient use? Yes. Medication involved: primary: ½ ns w/ 20 meq of kcl, secondary: potassium chloride 20 meq was there any harm to the patient? No harm detected.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that potassium chloride ivp infused too quickly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21026110 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.